Event description:
Customer reported problem with vertical column assembly will not function in the upward position. Problem is with ps3 power supply.

Manufacturer narrative:
The service rep ordered and replaced ps3 power supply. Test system by exercising vertical assembly up and downward. Followed up november 27th customer reports system has had no problems. System is working as intended.